Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, returned sample evaluation, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of damaged stylet is confirmed; however, the exact cause is unknown. An initial visual observation showed some evidence of use. The polyimide tubing of the stylet was observed to be broken approximately 1.8 cm proximal to the distal tip. The core wire was observed broken and protruding from the distal break site. Three kinks were observed in the segment of polyimide tubing distal to the break site. Three kinks were observed in the polyimide tubing proximal to the break site. A microscopic observation revealed that blood residue was present inside the polyimide tubing and on the core wire. The fracture edge was observed to be jagged, and the fracture surface was observed to be rough. Plastic deformation due to a kink and delamination in the polyimide tubing was observed at the break site. The observed fracture features were indicative of catheter and/or stylet kinking, which likely occurred during the insertion process. However, the exact circumstances providing for that type of event were ultimately unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "yesterday we had a magnetic wire fracture. The nurse placing the line used the left arm on a patient, cut line at 41cm. Inserted line with no tension on the line. She stated that on sherlock it appeared the PICC was threading through the subclavian vein, she was unable to get it to drop into the svc, on sherlock the tip appeared to be kicking back towards the shoulder. According to the nurse no tension was felt upon initial insertion or removal. She removed the entire PICC, checked the wire and noticed the tip had fractured off." Add info rcvd 06/10/2021: placement info: attempted placement to left arm on (B)(6) 2021. Insertion attempt was unsuccessful. Line was removed, magnetic wire checked, tip was fractured and fell out onto sterile field was the distal stylet tip was retained in the catheter or if it was left in the patient? Fell onto sterile field when PICC was removed from patient if it was left in the patient, has it been removed? Tip of magnetic wire was never left in patient. Date of removal: left arm attempt aborted. Was there patient harm reported?: no.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reex1316 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "yesterday we had a magnetic wire fracture. The nurse placing the line used the left arm on a patient, cut line at 41cm. Inserted line with no tension on the line. She stated that on sherlock it appeared the PICC was threading through the subclavian vein, she was unable to get it to drop into the svc, on sherlock the tip appeared to be kicking back towards the shoulder. According to the nurse no tension was felt upon initial insertion or removal. She removed the entire PICC, checked the wire and noticed the tip had fractured off." Add info rcvd 06/10/2021: placement info: attempted placement to left arm on (B)(6) 2021. Insertion attempt was unsuccessful. Line was removed, magnetic wire checked, tip was fractured and fell out onto sterile field was the distal stylet tip was retained in the catheter or if it was left in the patient? Fell onto sterile field when PICC was removed from patient if it was left in the patient, has it been removed? Tip of magnetic wire was never left in patient. Date of removal: left arm attempt aborted. Was there patient harm reported?: no.